Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The critical block and inverse critical block did not add to zero (pump error 15 alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error 23, pump error 15 and the customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the displacement test and self-test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on (B)(6) 2026 02:47:11.000. Pump error 15 was found in the history files on (B)(6) 2026 02:47:09.000. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no physical or moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (faded). Pump error 23 was not confirmed. Pump error 15 was confirmed due to software error. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.